Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was in good condition with two pressure cuffs. During functional testing, the h-2 pressure cuffs where chained to a regulated air supply and the customer?s reported complaint was confirmed. Recalibrated pressure gauges and they both passed functional tests. Installed disposables and tempcheck test fixture. Powered on the device and performed 30 minute heat check and measured temperature. Checked all disposables/ tubes alarms. Device passed all functional and electrical tests.

Event description:
It was reported that the pressure chamber h-2 is not reaching 270-300mmgh. No patient injury was reported.